Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 267 mg/dl. No further details were given. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage noted on keypad traces. No button error alarms noted. Insulin pump cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, cracked belt clip slot and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.